Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, contrast liquid suddenly appeared at the proximal balloon and the balloon would not expand which indicated a balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 40% stenosed. The balloon was inflated once for 20 seconds and the balloon segement did not come off. The device was released as usual.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm proximal from the proximal markerband. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, contrast liquid suddenly appeared at the proximal balloon and the balloon would not expand which indicated a balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 40% stenosed. The balloon was inflated once for 20 seconds and the balloon segment did not come off. The device was released as usual.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left subclavian vein. A 12.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 4 atmospheres, contrast liquid suddenly appeared at the proximal balloon and the balloon would not expand which indicated a balloon burst. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.